Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states that the right motor is making a high squeal and a knocking noise, and veering to the right.